Event description:
This is a solicited case report received from a study nurse in (B)(6) on 10-jun-2016 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). On (B)(6) 2009, essure insertion failed on left side, the uterine cavity was not correctly visualized due to active bleeding during essure insertion procedure, so insert could not be placed. The event "essure insertion failed on left side" was considered non-serious and related to the essure device. She recovered on the same day. Quality safety evaluation received on 12-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known. Possible, undesirable event and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow up 25-aug-2016 from the investigator: essure was inserted for sterilization. On (B)(6) 2009 the patient experienced active bleeding during essure insertion procedure and recovered from this event on the same date. The investigator considered this event as non-serious and unrelated to essure. The active bleeding during insertion of the essure system was on the right side. Essure was not inserted on the left side at that time. Essure inserted on the left side on (B)(6) 2009. The investigator reported that on (B)(6) 2009 the patient experienced essure migration and on (B)(6) 2009 essure was removed and patient recovered on this same date. The investigator considered this event as serious due to hospitalization and related to essure. X-ray on (B)(6) 2009 revealed a well-positioned left implant and a right implant that had migrated to the abdominal cavity. On (B)(6) 2009: two filshie clips were placed, one right and one left. The right implant had migrated to a fatty area of the omentum. Sectioned at the level of the implant using scissors. (B)(4). Perforation questionnaire was received on 08-sep-2016 from investigator: essure insertion had been performed under general anesthesia on left side. Prior to insertion, retroverted uterus with normal size was disclosed as well as bleeding. The insertion was easy on right side and difficult on left side with bleeding. The ostium was visualized on one side. It was unknown if fluid loss was upper than 1500cc during hysteroscopy or if procedure lasted for more than 20 min. Diagnosis of incorrect position of essure was made on (B)(6) 2009 during confirmation test: disclosure of abdominal migration with no perforation. The migration was only on right side and occurred with coils after deployment. The position of essure insert was correct on left side. The patient had no symptoms. Confirmation test was performed via x-ray on (B)(6) 2009 and did not confirm tubal occlusion. The patient was told not to rely on essure based on results of confirmation test. Removal of essure was performed on (B)(6) 2009 via laparoscopy. It was medically necessary to remove essure. No pathology results, signs of infection, inflammation etc. The patient recovered. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 726 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed case report refers to a female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and 5 months later essure migration was diagnosed on x-ray. The right implant had migrated to a fatty area of the omentum, and was removed. The patient recovered. This event is listed in the reference safety information for essure, and was considered serious by the investigator due to hospitalization. In the present case, during insertion on right side there was active bleeding; this complication during the insertion procedure could have been associated with the essure migration found later on the same side. According to the investigator the migration occurred without perforation. Given the nature of the event essure migration, a causal relationship with the suspect insert was assessed as related, in line with the investigator. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up received on 10-nov-2016: information received from investigator updated the event essure migration to right essure migration. Follow-up received on 10-nov-2016 from investigator. The patient had no previous gynecological intervention as medical history. She had a non visible essure that started on (B)(6) 2009 and recovered on (B)(6) 2009. The investigator considered it non-serious but related to essure. According to investigator, first essure attempt was on (B)(6) 2009. One insert was placed on right side and no insert was placed on left side. On (B)(6) 2009, one essure insert was placed on left side and another one was placed on right side because first insert previously placed was not visible. So, it is possible that the patient had two essure inserts on right side. Laparoscopy was performed on (B)(6) 2009 for essure removal. Quality safety evaluation received on 26-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-nov-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed case report refers to a female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and two months later she had a non-visible essure. Five months later, an essure migration was diagnosed through x-ray. The right implant had migrated to a fatty area of the omentum. She had a laparoscopy for essure removal 5 months after its insertion. The patient recovered on that date. Device dislocation is anticipated event in the reference safety information for essure, and was considered serious by the investigator due to hospitalization. In the present case, during insertion on right side there was active bleeding; this complication during the insertion procedure could have been associated with the essure migration found later on the same side. According to the investigator the migration occurred without perforation. Given the nature of the event essure migration, a causal relationship with the suspect insert was assessed as related, in line with the investigator. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Correction following reconciliation with study database received on 06-dec-2016. The event poor visualisation (left) was added. It occurred on (B)(6) 2009. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-dec-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed case report refers to a female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and two months later she had a non-visible essure. Five months later, an essure migration was diagnosed through x-ray. The right implant had migrated to a fatty area of the omentum. She had a laparoscopy for essure removal 5 months after its insertion. The patient recovered on that date. Device dislocation is anticipated event in the reference safety information for essure, and was considered serious by the investigator due to hospitalization. In the present case, during insertion on right side there was active bleeding; this complication during the insertion procedure could have been associated with the essure migration found later on the same side. According to the investigator the migration occurred without perforation. Given the nature of the event essure migration, a causal relationship with the suspect insert was assessed as related, in line with the investigator. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.